Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Clinical study. On (B)(6) 2005, a perigee was implanted. On (B)(6) 2008, the pt reported the onset of "abdominal pain and difficulty evacuating" the rectum. The severity and relationship to the device was not reported by the study site. Clinical is conservatively reporting this event as device related. Event status is continuing.